Manufacturer narrative:
Patient information was not provided by the site representative. On 8/10/2016 a medtronic field service engineer (fse) arrived to find system still asking for re-homing upon startup. Upon attempt to move, a loud grinding noise came from inside gantry. Further inspection revealed that position was well past flags indicating proper home position. Thus driving rotation to the point that rotor motor was chattering. Upon moving in opposite direction, the gantry would hard stop well before limit. Remote desktop indicated motion controller was not homed. Manually rotated to less extreme position and invalidated home. Unit was successfully re-homed and remote desktop indicated all controllers homed. Performed multiple successful spins. Performed system checkout. Unit operates as expected.

Event description:
A site registered nurse reported that, during a spinal fusion, the o-arm gantry door would not open. She stated that it would make a noise when the rt (radiology technician) attempted to open it. O-arm was around the patient at time of call. Site was able to manually open the gantry. After opening gantry, the site invalidated home after invalidate home procedure, the gantry continued to make a loud noise when rotated. The surgery was completed successfully with use of the system and a delay of less than an hour for troubleshooting. No patient harm.